Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid (hydromorphone) 16 mg/ml 8.472 mg/day bupivacaine 10 mg/ml 5.295 mg/day via an implantable pump. Indication for use was non-malignant pain and spinal stenosis. The date of the event was (B)(6) 2016. It was reported the patient had not exhibited any signs of withdrawal and reservoir volumes at refills had been within expected ranges. The patient had a normal pump replacement for elective replacement indicator (eri). Once the physician connected the new pump to the existing catheter, she attempted to aspirate the catheter through the catheter access port but was unable to get cerebrospinal fluid (csf) return. At this time, the physician explored the connection between the pump segment and the spinal segment, located in the patient's back, discovering a kink. The issue was not known until the date of the procedure. The physician completely removed the existing spinal segment of the catheter and replaced it with a new spinal segment. The explanted catheter was discarded. At this point, the physician was able to demonstrate adequate csf flow and catheter patency when aspirating through the catheter access port. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and patient was alive; no injury. The physician reduced the patient¿s daily dose by 50%, as a precaution, due to the uncertainty of what medication the patient was receiving due to the kinked catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.